Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was not visually observed; however the machine alarmed and blood test strips were used to confirm. Estimated blood loss was 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has not been returned to manufacturer.